Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with clips in the tube shaft, and no other visual abnormalities were observed with the instrument. Functionally, the handle was cycled to load a clip, but the pusher bar did not load the clip. The instrument handle was disassembled for visualization of the internal components revealing a proper handle assembly. The pusher bar was observed to be bent. It was reported that the clips did not close completely and were malformed, and the clips legs were malformed, crossed like a scissor. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Buckled pusher bar condition may occur under the following conditions: first, if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. Second, if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Third, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was fired, but the fired clip came out twisted and crossed from the first firing. After several attempts, the situation was the same. The clips were malformed and could not close at all. So a new clip applier was opened and used to complete the case. There was no patient injury.